Event description:
A malfunction alarm identified as malf 9 was reported, with a corresponding fault ID of 0x20f1. There was no adverse impact to the customer's blood glucose level. The technical support provided the customer with information on how to reset the pump, but the customer did not have the necessary charging supplies to perform the reset. Follow-up was anticipated for completing the pump reset process. Upon follow-up malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.